Manufacturer narrative:
H.6. Investigation: bd received 3 samples, and 5 photos were forwarded to the manufacturing facility for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum/cat plus blood collection tubes had foreign matter in tube; biological and nonbiological before use this event occurred 3 times. The following information was provided by the initial reporter: the customer stated: "black spots were found in 3 tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum/cat plus blood collection tubes had foreign matter in tube; biological and nonbiological before use this event occurred 3 times. The following information was provided by the initial reporter: the customer stated: "black spots were found in 3 tubes."